Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the lock has up and down movement and the teeth are grinding when rotated. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Event description:
A facility reported that the teeth on one side of the mayfield skull clamp (a3059) have ground down. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.